Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed the delivery accuracy test at 0.08680 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had under delivering insulin. The customer¿s blood glucose level was 22 mmol/l, 6.5 mmol/l and 3.2 mmol/l. Customer stated that they had high blood glucose and was treated with needle and it went down to 11 mmol/l. The customer reported that they did not received any alarms regarding insulin flow for a long time. The customer was advised to run 5.0 units prime and insulin exits but with small amounts. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.